Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reaching 51-53 mg/dl; cause of low bg was unknown. Reportedly, the basal iq (biq) technology had stopped working resulting in the pump not suspending insulin delivery. The customer consumed carbohydrates to address bg. At the time of the event, the customer did not have internet access in order to perform a pump upload for the tandem team to investigate the events leading to the allegation regarding biq not suspending.